Event description:
A report was received that patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Event description:
A report was received that patient was experiencing inadequate stimulation. The patient underwent an explant procedure.